Event description:
It was reported the customer had an unexpected restart alarm on their insulin pump. Customer's blood glucose was 390 mg/dl. The customer stated the alarm occurred everytime they inserted a new battery. The customer's alarm history also showed several other alarms. Customer also stated they did not program their temp basal prior to the alarm occurring. The customer was advised their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, reset error test and the self test. No unexpected error alarms were noted during testing. However, alarms were found in the alarm history screen due to a corrupted history file. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.